Event description:
On (B)(6) 2019, aos received an image of a broken galileo lag screw, p/n 1099-100. The lag screw had broken inside of the patient approximately 5 months since the initial surgery that took place on (B)(6) 2019. The reason for initial surgery is unknown as no x-rays from initial surgery have been provided. There has been no further communication regarding this complaint despite multiple requests to the sales representative. Because of this, a root cause for this break is unknown. It can be assumed that the implant broke from one of two possible reasons. One option is a secondary trauma that caused both the breakage of the femur and the failure of the implant. The second option is that the fracture did not heal due to the lack of reduction in the initial fracture. The implant is not designed as a load-bearing device, but load-sharing; only to regain structure and aid in the healing process. With improper reduction, there would be no bone growth to support the lag screw, therefore the lag screw could fracture. With no additional information other than an x-ray, no definite conclusion can be made. However, a failure at 5 months post-operation is not indicative of an issue with the implant as the patient should have been well healed by this time. If more information becomes available, this report will be updated.